Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that this was an attempted arteriotomy closure of the right common femoral artery using two proglide devices after a left heart cath diagnostic procedure using a 6f sheath. Reportedly, the suture tied and exposed above the skin, could not tighten to achieve hemostasis. The same issue occurred with both proglide devices. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Revised evaluation: the device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: investigation findings code 114 was removed. H6: investigation conclusions code 4311 was removed.